Event description:
The ocd affiliate in (B)(4) reported that the customer obtained positively biased quality control results while troubleshooting analyzer condition codes using vitros phyt slides on a vitros 5600 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were processed while quality control was unacceptable. There were no allegations of harm. (B)(4).

Manufacturer narrative:
This issue was reported from a (B)(6) in (B)(6). The investigation determined that a single positively biased vitros phyt quality control result was obtained on a single control fluid using vitros clinical chemistry products phenytoin slides lot 2641-0100-4781. The investigation found no evidence to indicate that the vitros 5600 malfunctioned. The definitive root cause could not be determined however, the event is consistent with a non-optimal calibration. The root cause of the event is unk.